Manufacturer narrative:
Date of event to (B)(6) 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor would not flow. The device was filled with doxorubicin 22 mg/day, vincristine 0,9 mg/24h, and etopophos 110 mg/24h in nacl (sodium chloride) 9 mg/ml filled to a volume of 214 ml. The device was scheduled to infuse for four days (96 hours). After three days, the flow stopped. The patient remained connected until the fifth day; however, the device did not flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.